Event description:
Crs rotary mixer cement did not mix correctly and only yielded 3cc for a superior semicircular canal dehiscence repair and craniotomy defect. Surgeon did not have enough to complete the procedure and opened another crs rotary mixer cement. The second product was watery and did not mix correctly, however, it yielded the correct amount of 10cc. Surgeon used the 10cc in addition to the 3cc. Reportedly, after 20-25 minutes the product had not hardened. According to the surgeon, the skull based portion where norian was injected looked okay. A postop CT scan showed some norian had dissipated/washed away and patient's defect remained. Surgeon has no plans for revision at this time. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Postoperative CT scan suggests some of the norian dissipated/washed away. Product not available for investigation. Device history record was reviewed and the material records were found to be acceptable.